Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was caused by drawer 3.1 not being detected on the bus. A field service engineer reseated all the drawer boards for both 3.1 and 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system failed to detect all half-height cubie pockets from main drawer 3.1 on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. Due to the inaccessibility of the cubie pockets, an alternative solution was implemented to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this event.